Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 79 mg/dl. The customer was not available for troubleshooting at the time of the call. The information was forwarded to the appropriate department for follow up. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.